Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. The patient reported a loss of therapy; she stated it was ¿not working as much.¿ additional information was received from the patient regarding the circumstances that led to the loss of therapy. The patient reported she was trying to change some wires under her desk and twisted her back when getting up. The injury was on (B)(6) 2016, and the patient thought it would get better. The doctor took x-rays on (B)(6) 2016 and the patient was waiting on the results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.